Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00183. The device was manufactured june 21-24, 2019. The device was received for evaluation. A non-baxter yellow luer cap was attached to the distal luer. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the device with water and manually tightening the yellow luer cap. During and after fill, no signs of a leak were observed from the device. Functional leak testing was also performed using an in-house blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the flow restrictor. This occurred after filling with fluorouracil and saline solution, prior to patient use. There was no patient involvement. No additional information is available.